Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient¿s ins was showing that it was fully charged, but the patient was experiencing symptoms which normally would indicate that it is not. The patient was reportedly really slow, and has ¿parkinson¿s and stuff¿. The healthcare provider (hcp) wanted to check the patient¿s ins. Technical services assisted the hcp in checking the patient¿s ins and it was reported to be on, and okay with 100% battery, and the voltages were shown at the bottom of the screen. It was reported that the patient was able to eat breakfast in the morning but showed slow movements, and they are now totally unresponsive and won¿t move or anything. Technical services reviewed to follow up with the patient¿s managing physician to evaluate the patient¿s symptoms. No complications or further complications were reported.